Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 220mcg/ml at 46.50mcg/day, bupivacaine 10mg/ml at 2.114mg/day, baclofen 240mcg/ml at 50.73mcg/day and dilaudid 20mg/ml at 4.228mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that on (B)(6) 2019 the patient developed acute agitation and withdrawal symptoms. The pump status with logs were checked and showed a motor stall to the pump (B)(6) 2019. The motor stall was active. The patient did not recently have an MRI and it was confirmed that there were no emi/magnetic sources present. The pump was programmed to minimum rate mode and they planned on replacing the pump. No further complications were reported or anticipated.